Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had a mentor smooth round moderate profile 525cc saline prosthesis placed experienced right sided deflation post procedure. As a result, bilateral prosthesis replacement with 475cc mentor smooth round moderate profile saline prostheses was performed on (B)(6) 2021.